Event description:
The lay user/patient contacted lifescan (lfs) customer service in 2009 alleging that one touch ultra meter was reading inaccurately high and reportedly developed symptoms afterwards. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The pt indicated that the inaccuracy issue first occurred four days prior approximately at 5pm. The pt obtained blood glucose results of "250 mg/dl" on the subject meter and "200 mg/dl" on another meter, performed less than 10 minutes apart. She also reported a "325 mg/dl" blood glucose result, which she felt was high compared to her feelings/normal readings. The dates/times of these reported results were not noted. It was noted that the pt administered self-treatment with 5 units of novolog insulin at the same time that the alleged inaccuracy issue occurred. She claimed that 20 minutes after the alleged inaccuracy issue occurred, she became shaky and sweaty. No other forms of treatment were reported. Based on the provided information at this time, this complaint is being reported because the pt allegedly developed symptoms suggestive of hypoglycemia after obtaining alleged high meter readings. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.